Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer took sensor out and there was no electrode found. Customer's blood glucose level was 108 mg/dl. Customer reported they did not had sensor signal. Customer inserted new sensor and everything working fine. Sensor will not be returned for analysis.